Event description:
Patient reported charging problems between the implant and the external equipment. An advanced bionics representative performed device evaluation. The problem was confirmed. Explant surgery has been recommended.